Manufacturer narrative:
Due to characterization limit e1: event site name:(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump(iabp) had gas loss alarm occurred.

Manufacturer narrative:
After further review, an final emdr for this complaint ((B)(6) ) was related to gass loss alarm but issue was not duplicate, making it non reportable to the FDA. As a result, emdr is not necessary. Please cancel in your database.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, e1 (initial reporter, event site mail, telephone), e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, conclusion), h11. A getinge field service engineer (fse) inspected the unit and noted that several gas loss messages were recorded in the system logs during the facility¿s previous use. The fse operated the unit with a test balloon for several hours, and it functioned normally. All manifold tests passed, and the fse was unable to duplicate the customer reported issue. The customer was advised to continue monitoring. As the unit continued to operate normally, it was returned to clinical use on the same day.

Event description:
N/a.